Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account reported that the patient presented with shortness of breath on (B)(6) 2018, which reportedly worsened while walking. On (B)(6) 2018, the patient reportedly felt lightheaded and had multiple black tarry stools. The patient was transfused with 1 unit of packed red blood cells (prbcs) at an outside facility, and was later transferred to the center. The patient was transfused with 1 more unit of prbcs upon admission, and reportedly hemoglobin and hematocrit level improved. The site of bleeding was reported as gastrointestinal. Gi was consulted and an esophagogastroduodenoscopy (edg) was planned. Multiple requests for additional information regarding this event were sent to the account. However, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of birth - was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for gastrointestinal (gi) bleed on (B)(6) 2018. Patient reportedly had black stool and received blood transfusions. Gi was consulted and esophagogastroduodenoscopy (egd) was planned. No alarms were reported during this event. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient felt very lightheaded and had dyspnea on exertion. The patient presented to an outside facility and hemoglobin was approximately 5 g/dl. One unit of packed red blood cells (prbcs) was transfused. An additional unit of blood was transfused after the patient was transferred to the hospital with an appropriate increase in hemoglobin and hematocrit. An additional three units of prbcs were given between (B)(6) 2018 and (B)(6) 2018 and all anticoagulation was held. On (B)(6) 2018 the patient experienced lower flows and high pulsatility index that improved with prbcs and increased hydration. On (B)(6) 2018, an esophagogastroduodenoscopy (egd) was performed and three non-bleeding gastric angiectasia's were found and treated with argon plasma coagulation (apc). The patient's hemoglobin and hematocrit was stable on (B)(6) 2018 and the patient reported significant improvement in symptoms. The patient was discharged on (B)(6) 2018. No further information was provided.